Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and urinary tract infection ("severe urinary tract infections") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension, menstruation irregular and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, menstruation irregular and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), urinary tract infection ("severe urinary tract infections") and metal poisoning ("nickel poisoning") in a female patient who had essure (ess205) (batch no. 821813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 1998 and c-section on (B)(6) 2005. Concurrent conditions included blood transfusion since (B)(6) 2010, ulcer haemorrhage nos, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, acute salpingitis since (B)(6) 2013, oophoritis since (B)(6) 2013, vaginal discharge since (B)(6) 2013, mittelschmerz since (B)(6) 2014, bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since (B)(6) 2014, vaginal polyp since (B)(6) 2014, gravida ii and parity 2. Concomitant products included lamotrigine (lamotrigin) for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain as well as budesonide w/formoterol fumarate (symbicort) since 2010, desvenlafaxine, gabapentin since 2010, hydrocodone since 2010, lisinopril since (B)(6) 2005 and omeprazole (omeprazol) since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), endometriosis ("endometriosis"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal infection ("vaginal infections"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved and the metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, migraine and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was (B)(6) 2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), urinary tract infection ("severe urinary tract infections") and metal poisoning ("nickel poisoning") in an adult female patient who had essure (ess205) (batch no. 821813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1998 and c-section on (B)(6)2005. Concurrent conditions included blood transfusion since (B)(6)2010, ulcer haemorrhage nos, menometrorrhagia since (B)(6)2013, sexually transmitted disease since (B)(6)2013, acute salpingitis since (B)(6)2013, oophoritis since (B)(6)2013, vaginal discharge since (B)(6)2013, mittelschmerz since (B)(6)2014, bacterial vaginosis since (B)(6)2014, vaginal haemorrhage since (B)(6)2014, vaginal polyp since (B)(6)2014, gravida ii and parity 2. Concomitant products included omeprazole (omeprazol) since 2010 for acid reflux (oesophageal), desvenlafaxine since 2010 for anxiety and depression, lamotrigine (lamotrigin) since 2010 for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain, lisinopril since (B)(6)2005 for blood pressure high, budesonide;formoterol fumarate (symbicort) since 2010 for inhalation therapy, gabapentin since 2010 for migraine and hydrocodone since 2010 for pain. In (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced vaginal infection ("vaginal infections") and migraine ("migraines"). In (B)(6)2007, the patient experienced fatigue ("fatigue"). In (B)(6)2007, the patient experienced abdominal distension ("bloating"). In (B)(6)2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain ("cramping") and bacterial infection ("bacterial infection"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6)2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved and the metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, vaginal infection, migraine, back pain, abdominal pain and bacterial infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was (B)(6)2012 and in fu it was (B)(6)2013 and (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet received: event bacterial infection added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('myometrium associated acute inflammation'), abdominal pain lower ('cramping'), urinary tract infection ('severe urinary tract infections') and metal poisoning ('nickel poisoning') in an adult female patient who had essure (ess205) (batch no. 821813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2005, c-section in 1998, menorrhagia and ovarian cyst. Concurrent conditions included bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since (B)(6) 2014, vaginal polyp since (B)(6) 2014, mittelschmerz since (B)(6) 2014, vaginal discharge since (B)(6) 2013, acute salpingitis since (B)(6) 2013, oophoritis since (B)(6) 2013, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, blood transfusion since (B)(6) 2010, ulcer haemorrhage nos, gravida ii and parity 2. Concomitant products included omeprazole (omeprazol) since 2010 for acid reflux (oesophageal), desvenlafaxine since 2010 for anxiety and depression, lamotrigine (lamotrigin) since 2010 for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain, lisinopril since (B)(6) 2005 for high blood pressure, budesonide; formoterol fumarate (symbicort) since 2010 for inhalation therapy, gabapentin since 2010 for migraine and hydrocodone since 2010 for pain. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal infection ("vaginal infections") and migraine ("migraines"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain ("cramping") and bacterial infection ("bacterial infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine inflammation, metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, vaginal infection, migraine, back pain, abdominal pain, bacterial infection and weight decreased outcome was unknown and the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection, uterine inflammation, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was- (B)(6) 2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following one were reported via social media: weight loss poor. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine inflammation. Lot#821813 reported is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('myometrium associated acute inflammation'), abdominal pain lower ('cramping'), urinary tract infection ('severe urinary tract infections') and metal poisoning ('nickel poisoning') in an adult female patient who had essure (ess205) (batch no. 821813-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2005, c-section in 1998, menorrhagia and ovarian cyst. Concurrent conditions included bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since (B)(6) 2014, vaginal polyp since (B)(6) 2014, mittelschmerz since (B)(6) 2014, vaginal discharge since (B)(6) 2013, acute salpingitis since 2013, oophoritis since (B)(6) 2013, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, blood transfusion since (B)(6) 2010, ulcer haemorrhage nos, gravida ii and parity 2. Concomitant products included omeprazole (omeprazol) since 2010 for acid reflux (oesophageal), desvenlafaxine since 2010 for anxiety and depression, lamotrigine (lamotrigin) since 2010 for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain, lisinopril since (B)(6) 2005 for blood pressure high, budesonide;formoterol fumarate (symbicort) since 2010 for inhalation therapy, gabapentin since 2010 for migraine and hydrocodone since 2010 for pain. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal infection ("vaginal infections") and migraine ("migraines"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). In (B)(6)2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain ("cramping") and bacterial infection ("bacterial infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine inflammation, metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, vaginal infection, migraine, back pain, abdominal pain, bacterial infection and weight decreased outcome was unknown and the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection, uterine inflammation, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was (B)(6)2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following one were reported via social media: weight loss poor. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine inflammation. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient's medical history and event: myometrium associated acute inflammation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and urinary tract infection ("severe urinary tract infections") in a female patient who had essure (ess205) (batch no. 821813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 1998 and c-section on (B)(6)2005. Concurrent conditions included blood transfusion since (B)(6) 2010, ulcer bleeding, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, acute salpingitis since (B)(6) 2013, oophoritis since (B)(6) 2013, vaginal discharge since (B)(6) 2013, mittelschmerz since (B)(6) 2014, bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since (B)(6) 2014, vaginal polyp since (B)(6) 2014, gravida ii and parity 2. Concomitant products included lamotrigine (lamotrigin) for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain as well as budesonide w/formoterol fumarate (symbicort) since 2010, gabapentin since 2010, hydrocodone since 2010, lisinopril since (B)(6) 2005, omeprazole (omeprazol) since 2010 and desenlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), endometriosis ("endometriosis"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal infection ("vaginal infections"), allergy to metals ("nickel poisoning"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved and the menstruation irregular, dyspareunia, endometriosis, fatigue, allergy to metals, migraine and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, dyspareunia, endometriosis, fatigue, menstruation irregular, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was (B)(6) 2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded . Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided:, endometriosis, pelvic pain, fatigue, vaginal infections, migraines, back pain,event outcome of abdominal pain lower, pelvic pain, bloating, urinary tract infection, vaginal infections updated to recovered.lot number 821813 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), urinary tract infection ("severe urinary tract infections") and metal poisoning ("nickel poisoning") in a female patient who had essure (ess205) (batch no. 821813-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section in 1998 and c-section on (B)(6) 2005. Concurrent conditions included blood transfusion since (B)(6) 2010, ulcer haemorrhage nos, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, acute salpingitis since (B)(6) 2013, oophoritis since (B)(6) 2013, vaginal discharge since (B)(6) 2013, mittelschmerz since (B)(6) 2014, bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since 22-may-2014, vaginal polyp since (B)(6) 2014, gravida ii and parity 2. Concomitant products included lamotrigine (lamotrigin) for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain as well as budesonide w/formoterol fumarate (symbicort) since 2010, desvenlafaxine, gabapentin since 2010, hydrocodone since 2010, lisinopril since (B)(6) 2005 and omeprazole (omeprazol) since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2007, the patient experienced vaginal infection ("vaginal infections") and migraine ("migraines"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), back pain ("back pain") and abdominal pain ("cramping"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved and the metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, vaginal infection, migraine, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was (B)(6) 2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded . Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet received: cramping event was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), urinary tract infection ("severe urinary tract infections") and metal poisoning ("nickel poisoning") in a female patient who had essure (ess205) (batch no. 821813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section on (B)(6) 1998 and c-section on (B)(6) 2005. Concurrent conditions included blood transfusion since (B)(6) 2010, ulcer haemorrhage nos, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, acute salpingitis since (B)(6) 2013, oophoritis since (B)(6) 2013, vaginal discharge since (B)(6) 2013, mittelschmerz since (B)(6) 2014, bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since (B)(6) 2014, vaginal polyp since (B)(6) 2014, gravida ii and parity 2. Concomitant products included lamotrigine (lamotrigin) for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain as well as budesonide w/formoterol fumarate (symbicort) since 2010, desvenlafaxine, gabapentin since 2010, hydrocodone since 2010, lisinopril since (B)(6) 2005 and omeprazole (omeprazol) since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), endometriosis ("endometriosis"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal infection ("vaginal infections"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved and the metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, migraine and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was (B)(6) 2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded . Most recent follow-up information incorporated above includes: on 30-jul-2018: following company internal coding review, the reported event "nickel poisoning" was recoded to the meddra llt: metal poisoning. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), urinary tract infection ('severe urinary tract infections') and metal poisoning ('nickel poisoning') in an adult female patient who had essure (ess205) (batch no. 821813-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2005 and c-section in 1998. Concurrent conditions included bacterial vaginosis since (B)(6) 2014, vaginal haemorrhage since (B)(6) 2014, vaginal polyp since (B)(6) 2014, mittelschmerz since (B)(6) 2014, vaginal discharge since (B)(6) 2013, acute salpingitis since (B)(6) 2013, oophoritis since (B)(6) 2013, menometrorrhagia since (B)(6) 2013, sexually transmitted disease since (B)(6) 2013, blood transfusion since (B)(6) 2010, ulcer haemorrhage nos, gravida ii and parity 2. Concomitant products included omeprazole (omeprazol) since 2010 for acid reflux (oesophageal), desvenlafaxine since 2010 for anxiety and depression, lamotrigine (lamotrigin) since 2010 for anxiety, depression and bipolar affective disorder, tramadol hydrochloride (tramadoc) since 2010 for back pain, lisinopril since (B)(6) 2005 for blood pressure high, budesonide;formoterol fumarate (symbicort) since 2010 for inhalation therapy, gabapentin since 2010 for migraine and hydrocodone since 2010 for pain. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal infection ("vaginal infections") and migraine ("migraines"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain ("cramping") and bacterial infection ("bacterial infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, urinary tract infection, abdominal distension and pelvic pain had resolved and the metal poisoning, menstruation irregular, dyspareunia, endometriosis, fatigue, vaginal infection, migraine, back pain, abdominal pain, bacterial infection and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, endometriosis, fatigue, menstruation irregular, metal poisoning, migraine, pelvic pain, urinary tract infection, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: there is a discrepancy in product stop date. Initially it was: (B)(6) 2012 and in fu it was (B)(6) 2013 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: fallopian tubes were occluded. Concerning the injuries reported in this case, the following one were reported via social media: weight loss poor. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event weight loss and reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.